Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the surgeon encountered resistance when the lens moved from the cartridge into the nozzle. The rayone IFU "use of rayone" section "fig 7" states ""press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device was retained and returned to rayner for evaluation. Product inspection and testing was completed by rayner on 14-mar-2025. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were fully closed, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned dehydrated in a vial. Inspection of the lens under x10 magnification identified a piece of the optic was missing. The injector was disassembled and no damage was observed to any of the injector components. As the condition of the returned iol prevented any testing from being performed. The returned injector was re-assembled and 1x rayone spheric rao100c from rayner's stock was loaded and injected per the IFU. Injection was successful with no damage to the lens or injector post-injection. A toluidine blue 0.5% dye test was performed on the nozzle which verified regular coating of the nozzle. While product inspection confirms the event as reported, the root cause of the event cannot be established. The product testing performed verifies that the device performs as intended/per design.

Event description:
Rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked necessitating lens explantation and exchange.